Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced a ¿line blocked¿ alarm, indicating a possible occlusion in the infusion set tubing. Upon removing and inspecting the tubing, it was replaced, which resolved the alarm. Despite this, elevated blood glucose levels were later confirmed through a fingerstick test. There was no patient injury. This was a study where participants used the cleo 90 infusion set.

Manufacturer narrative:
H3: one infusion set with tubing/buckle set was returned. The adhesive pad was observed to be missing from the infusion site base. To replicate manufacturing procedure testing, a leak and occlusion tests were conducted on the returned sample using a hydrostatic pressure pump. Leak:45 psi for 30 seconds and occlusion: 2 psi for 30 seconds. A free flow was observed for the occlusion test. No leaks were observed on the tubing during the leak test. The complaint of an occlusion cannot be confirmed nor replicated. A device history record could not be completed as no lot number was identified.